Event description:
During an unknown procedure. It was reported by the affiliate that the "clip splitted". The clip did not fall into the pt. A new device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged. No conclusion could be reached as to how the damage to the jaws occurred. As the instrument was returned empty and locked out, further functional testing could not be performed. This inquiry was originally reported as an rpo (record purpose only). If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.